Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use the device, an endoscopic image was not displayed on the monitor and the indicators on the front panel of the device did not lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that a video connector socket of the device has broken. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - the endoscopic image was not displayed on the monitor due to the contact failure between the device and the endoscope occurred by failure of the video connector socket of the device. - the indicators on the front panel of the device did not lighted up due to the parts of the front panel of the device was broken by some cause.